Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the ilet displayed a ¿connect cgm dosing stops in¿ message and stopped receiving dexcom g7 data due to signal loss between the cgm and the ilet, which was attributed to the phone and ilet being out of range for most of the day. Symptoms included no reported adverse physiological effects and no change in blood glucose control. Outcomes included no alerts or alarms affecting therapy and no hospitalization. Investigation included customer support assessment and troubleshooting, including education on maintaining device proximity and re-pairing the cgm. Investigation of this case revealed a connection issue consistent with intermittent wireless communication loss, resolved by re-establishing pairing and restoring cgm data to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user environment and device-to-device distance leading to temporary loss of communication.